Event description:
The surgical instrument tech was setting up for a case when the light source component arched as it was turned on. Tech claims arch traveled three inches up her left wrist area, leaving a red burn mark. Shortly after, she experienced tingling in her left arm and right leg. Tech was treated in urgent care and admitted for changes in her EKG. Evironment conditions within the machines area were found to be safe.